Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ultrapromesh / ethicon product involved contributed to the adverse events described in the article (specifically: postoperative complications: wound hematoma, wound seroma, pain and foreign body feeling.) If yes, provide details of event and suture product type. Provide product code and lot. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ultrapromesh?

Event description:
It was reported in a journal article that the patient underwent an inguinal lichtenstein hernioplasty on unknown date and the mesh was implanted. On the seventh postoperative day, the patient possibly experienced wound hematoma or wound seroma. At the first week follow-up, the patient was using analgesics due to pain and at the six-month follow-up, the patient experienced a chronic pain in the groin during different activities and/or foreign body feeling in the inguinal region. There was no hernia recurrence during the study period. Additional information has been requested.